Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the trial stem and the resection guide could not be connected during the cta surgery on (B)(6) 2017. When the surgeon tried to connect several times, the washer in the screw section of the resection guide dropped into the patient's body. The surgeon immediately noticed and removed the washer from the patient's body. Then, finally the surgeon could connect the trial stem and the resection guide without the washer, and the osteotomy of the large nodule could be performed with no problem. It was brand new and the first use when the issue occurred. There was no surgical delay and no harm to the patient.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: examination of a provided photograph confirmed the reported event. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.